Event description:
The customer reported that the paramedics had been called to their place of business due to low blood sugar levels. It was stated that they might have fallen because their pump display was damaged. The customer conveyed that they treated lbg with soda and glucose tabs. It was indicated that the customer believes that the lbg was caused by increased activity at work and declined troubleshooting. The customer was instructed to revert back to manual injections per md protocol until the replacement arrives.